Manufacturer narrative:
F10 event problem codes - change cod (keratitis) to (pain) per phone conversation. Facility wrote keratitis by accident and it should have been pain. Explanation of missing info: 3/24/1998 - sent 1st attempt letter requesting further info. 4/6/1998 - sent 2nd attempt letter requesting further info. 4/28/1998 - per phone conversation with the facility, co has sent a letter to pathology associates at the facility requesting that devices be returned.

Event description:
Reporter also alleges the pt has chest wall pain and MRI exam revealed ruptured implants bilaterally. Reporter also alleges the pt suffered with itching.